Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump received hardware low level failures alarm during self test. The customer¿s blood glucose level was 140 mg/dl. The customer reported that they were able to clear alarm. The customer¿s stated that they were able to complete rewind the insulin pump. Troubleshooting was assisted. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.